Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event which appeared to be consistent with electrostatic discharge (esd). Additionally, the reported low flow alarms were confirmed via the submitted log files; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 13mar2026. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the adjusted low flow alarm threshold. Additionally, a pump stop event consistent with esd was captured. Following the events, the pump resumed operation at the fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended. It was further communicated that the hospital would not provide any additional information related to the event. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additionally, it was found during investigation that the submitted lvad event log file captured software reset events, indicative of a loss of power to the pump that would have resulted in pump stop events, on 16feb2026, 10mar2026, and 13mar2026. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. The IFU addresses all pump parameters, including pump flow. Further, the IFU describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. If the flow remains below 2.0 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU and patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity, respectively. These documents also provide examples of when static electricity can occur and how it can be avoided. Additionally, tables in the IFU and patient handbook include electrostatic discharge information. Additionally, the IFU and patient handbook outlines all system alarm conditions as well as how to respond to each alarm condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that due to frequency of low flow alarms, log file analysis was requested. The patient was asymptomatic. The log captured a low pump current flag and pump stop at 12:43 pm on 13mar2026 that may have been the result of an electrostatic discharge (esd) event. The pump stop only lasted for 3 seconds. In addition, the log file captured numerous low flow events on 13mar2026. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.